Manufacturer narrative:
Upon complaint database review, it was identified that the malfunction reported in the initial medwatch ((B)(4)-3009185973-2017-00448) was already reported in a separate medwatch ((B)(4)-3009185973-2017-00534). This submission ((B)(4)-3009185973-2017-00448) has to be voided.

Event description:
Upon complaint database review, it was identified that the malfunction reported in the initial medwatch ((B)(4)-3009185973-2017-00448) was already reported in a separate medwatch ((B)(4)-3009185973-2017-00534). This submission ((B)(4)-3009185973-2017-00448) has to be voided.

Manufacturer narrative:
The device (B)(4) has been inspected for investigation purposes. Tests were performed and confirmed a new support arm needed to be installed. A new support arm was installed on the robot.

Event description:
During an intervention performed at the customers site by our field engineer, it was identified that the articulated arm was non-functional. There was no patient involvement reported.